Event description:
Medtronic received information that during use of a dlp left heart vent catheter, it was reported that the customer inquired whether there have there been any device changes to the devices. The device was used as a dobon in a pediatric patient. However, the wire was quite hard and it felt like it was leaping up. This type of event had not occurred before. The customer would like to confirm if the specifications has been changed recently and if so, the customer would like to consider other methods. The ou and the pharmaceutical affairs department checked if the specifications had been changed with marketing, but they confirmed that the specifications had not been changed. The customer still believed that the device had become harder than the previous device. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no direct impact on the patient. This was the first time they have received a complaint. The customer believed that it had been stiff in the last few cases.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.